Event description:
It was reported that customer was admitted as an inpatient to a hospital for diabetic ketocidosis. Some troubleshooting was performed due to customer driving at time of call. Customer statd she feels that the pump is not working properly and would like to have it replaced.